Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Upon interrogation the implantable defibrillation lead had good measurements, however one shock impedance measurement of 0 ohms was noted in the daily measurements. There was no noise in any of the stored electrograms (egms). Isometrics was also performed and noise was not produced. No adverse patient effects were reported.

Manufacturer narrative:
The device and lead will continue to be monitored. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only three terminal-end legs were returned; each were cut approximately 8 centimeters from the terminal end. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Additional information was reported indicating that this right ventricular (rv) lead was returned and a device evaluation was completed.